Manufacturer narrative:
Two medwatch reports were initiated for this single event as two different lots were impacted. Lot f11333602d1 is discussed further in medwatch report 3008492462-2016-00009. This report is specific to lot f114349201d1. The c1535 is a biopsy site identifier used to provide an imagable locator of a biopsy site for follow-up care. The marker is a stainless steel clip, contained within a disposable applicator, which is deployed into the breast biopsy site through the biopsy probe that was used to excise the tissue. On 10/9/2015 an 11g micromark clip (c1535), lot number f114349201d1, was received for evaluation. The visual inspection of the device showed that 6.9mm of the tip of the device was missing and the clip had been deployed. The root cause could not be confirmed. However, one possible root cause is the continuation of the insertion beyond significant resistance as described in the IFU. Follow-up communication with the customer confirmed that no parts of the c1535 applicator were transferred to the patient. The device was replaced and the biopsy site was marked, with no patient consequence. However, as the occurrence has the potential to result in patient consequence, we are submitting this medwatch report.

Event description:
The affiliate in (B)(4) reported that the tip of the flexible introducer was broken whn the doctor inserted it into the mst11b inner cutter.